Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a titanium elastic nail it was reported that the nail broke. The details of the breakage were not provided. Patient impact and involvement, unknown. This is report # 3 of 3 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents for this lot were reviewed and no complaint related issues were found. Lot should be 1745594: information from returned product.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Patient identifier reported as (B)(6). Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation has shown that the returned ten cutter is indeed broken off. The welded connection is broken off. It was also visible, after dismantling of the cutter, that the cutting edges are damaged and blunt. This lead us believe that under these circumstances it was not possible to cut the ten nail accordingly. The present lot was manufactured and sold in the year 2007, october. According to the specifications and we are not aware of any quality failures. Since no manufacturing related condition was found and the present cutting bolt is quit blunt, also handles are very worn, we determine this occurrence as normal wear and tear over the years.